Event description:
The customer reported to customer service that the transformer housing for her breast pump came apart (the two valves came slightly apart) and there was sparking. She indicated that she did not witness any fire or flame and that an injury did not occur.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer to get add'l complaint info, including what revision of the product she had issues with, and to get the product back, including a final attempt by letter, were unsuccessful. As of the date of this report, the product has not been received. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked and sparked, which is a safety risk. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed.